Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Per visual inspection, no defects were found in the sample. The cuff of the returned sample was inflated using a syringe with air, then the product was immersed in the water in order to detect any leakage. Cuff was unable stay completely inflated and the zone where bubbles came out was inspected more closely. The complaint for cuff leaking is confirmed. The cuff tear occurs during tracheostomy procedure due to contact with sharp edge which is in conflict with IFU page 4: "guard against cuff damage by avoiding contact with sharp edges". The most probably root cause is the cuff got damaged during an insertion of the tracheostomy tube. No corrective action was required as there is no information to suggest that the product become damaged during manufacturing since product is 100% uson leak tested and each cuff shall be also tested by customer prior use. The cause of the reported problem was traced to the user manipulation of the device during placement of the device.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) brand new trachy tube not holding air in the cuff. No patient information or adverse events reported.